Manufacturer narrative:
The service technician replaced the water pump to resolve the issue. The removed water pump was returned to medtronic. Laboratory analysis of the component could not conclusively determine the type of water that had been used in the bio cal. Additional information was later received indicating that filtered tap water is used in the instrument. Per the IFU, de-ionized water should be used in the bio cal.

Event description:
Medtronic received information reporting that during setup this bio cal instrument was not circulating water. The instrument was replaced with a backup unit and there was no resulting adverse patient effect. A medtronic field service technician was sent to the facility to analyze and repair the instrument. Additional information was later received indicating that filtered tap water is used in the instrument. Per the IFU, de-ionized water should be used in the bio cal.